Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by the hospira personnel.

Event description:
The customer contact reported the device door roller pin was broken. The device was returned to the biomedical department for an unspecified reason. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, it was noted that the device door roller pin was broken. Though requested, no additional information was provided.